Event description:
The connection pins at the lg plug are sanded down / leaky. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the electrical connector is broken. Based on the result, we concluded that it was caused due to the fluid damage from the electrical connector. In addition, we confirmed that the bending rubber worn out, the u/d pulley wire worn out, the r/l pulley wire rupture, the remote control buttons cut, and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint.